Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer had low blood glucose level and over delivery of insulin. Customer's blood glucose value was 64mg/dl at the time of incident and current blood glucose value is 176mg/dl. Low blood glucose was treated with food. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. Insulin pump will not be returned for analysis.